Event description:
It was reported that the patient developed bacteremia. The implantable pulse generator (ipg) and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator, (B)(6) 2010. A 4473, competitor implantable pacing lead, (B)(6) 2003. (B)(4).